Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the needle does not fit on the becton dickinson syringe correctly. The lidocaine and steroid splashed onto the doctor and the patient on two different occasions.

Manufacturer narrative:
An investigation of the reported condition was performed at the manufacturing facility. The device history record (DHR) for lot 624341 indicates that zero defects were found in physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued against this lot. There were 105 unused products submitted with this complaint, including a sample of a becton dickinson syringe. A visual inspection was performed and met specifications. All samples failed the luer taper gauge and were shallow (undersized) using gauging per product specifications. The undersized taper did not affect the assembly of the bd syringe onto the needle assembly, as tested. Leak testing met specifications. Based on the testing performed, the reported condition could not be confirmed. The exact root cause could not be determined. A 6m analysis was conducted. The most likely root causes could be incorrectly attaching the needle to the syringe, or the dimensional variation in the luer connector of the bd syringe used. However, during testing of unused samples, all needles were seated on the bd syringe without incident and passed leak testing. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are gaged for iso luer compliance and inspected for proper attachment. The lot met all defined acceptance requirements and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. If information is provided in the future, a supplemental report will be issued.